Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
A nurse found a puddle of IV fluid on the floor and noticed the single lumen PICC was no longer completed/connected to the insertion site (right forearm). PICC was still in-situ, but upon inspection, rn noticed that the PICC had snapped/detached further up. Md attended to remove PICC and confirmed the entirety of the PICC had been removed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One used sample was returned to argon from the customer. A visual inspection was performed on the returned product. Breakage was confirmed just below the silicone inverted triangle beneath the silicone oval disc. The catheter fractured at a region likely subjected to bending and tensile forces during use. Due to material and visual limitations, the fracture mode could not be definitively characterized; however, based on the fracture location and available information, the most probable cause is mechanical stress applied to the catheter during use at a localized stress concentration point. The investigation did not identify any manufacturing issues associated with this lot. The observed damage is consistent with mechanical forces experienced during clinical use. No corrective actions are required at this time. Additional information provided in d.9., h.3., h.6. And h.10.